Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed adn reproduced the reported symptom system error 322 caused by a loose upper latch switch bracket which allowed the upper latch switch to move in and out from the upper door latch. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.